Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is intermittently unresponsive when pressed requiring multiple attempts to evoke a delayed response. The reporter also stated that when giving bolus doses, the ok keypad button will sometimes cancel the bolus without user intervention. The keypad is reportedly intact without cracks or tears. The reporter stated that the pump is exposed to water in the shower, but has experienced no trauma. The patient is reported to keep a protective skin on the pump, wear the pump underneath clothing against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is fully intact, with no peeling or damage observed. All of the keys intermittently respond and require excessive force to activate. None of the keys on the keypad have normal spring back or click. The keypad was removed to investigate; no hypersensitive or inverted contacts were observed. There was visible contamination under the key contacts. Unrelated to the complaint, pump display lens was found to be peeling and the pump booted with faded and discolored screen; pump booted to normal contrast with replacement screen. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.